Event description:
It was reported that the customer had a bolus stopped alarm on the insulin pump. Customer stated that the alarm occurred after the battery changed. Customer cleared the alarm. Customer was assisted by rewind and reprogramming. Pump did not pass the self-test. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty motherboard cold solder joints. No further tests could be performed due to blank display anomaly. The insulin pump was received with cracked reservoir tube lip and minor scratched display window

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.